Event description:
Disposable bowl inside centrituge blew seal; sprayed blood into sensors; machine disabled. Machine rendered inoperative until centrituge is cleaned and dried. Unable to use for cell saver / agf for surgery.